Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g were unable to deliver insulin/medication and difficult operation or not working/functioning during use. The following information was provided by the initial reporter: complaint 1 of 2. Consumer reported difficulty with one pen needle releasing the medication during his injection today. Stated he had to press down on his pen 3x before he could get his medication to release. Stated in the past he has had this same issue but also has had pen needles that do not go inject so easily. Consumer stated he spoke with the pen manufacturer and they advised him it could be his needle. Consumer does not prime before injections. Lot # 9238445; cat # 320122; date of event: (B)(6) 2020.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-18. H6: investigation summary: customer returned one (1) used 32gx4mm bd pen needle without a tear drop label attached. Consumer reported difficulty with one pen needle releasing the medication during his injection; also, he had to press down on his pen 3x before he could get his medication to release. The returned pen needle was examined, then tested for flow using a test pen injector: the pen needle was able to attach to the pen injector and expel properly. No evidence of manufacturing defect was observed. Since no defects were observed, the alleged issues could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g were unable to deliver insulin/medication and difficult operation or not working/functioning during use. The following information was provided by the initial reporter: complaint 1 of 2. Consumer reported difficulty with one pen needle releasing the medication during his injection today. Stated he had to press down on his pen 3x before he could get his medication to release. Stated in the past he has had this same issue but also has had pen needles that don't go inject so easily. Consumer stated he spoke with the pen manufacturer and they advised him it could be his needle. Consumer does not prime before injections. Lot # 9238445, cat # 320122, date of event: (B)(6) 2020.